Manufacturer narrative:
(B)(4): device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the surgery, physician found the product's front occlusion site cracked, but there was no debris left in the patient.the physician changed products timely to complete the surgery. No patient complications were reported as a result of this event. The surgery time has been extended 10 more minutes due to this event.

Manufacturer narrative:
Additional information: product analysis:visual and optical examination confirmed dynamic jaw is broken off at the base of the shaft. The morphology of the fracture is consistent with lateral bend stress overload. After visual and optical evaluation, the observations are consistent with lateral bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.